Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that when they moved the monitor of the architect i2000sr analyzer they observed a spark along the arm that joins to the monitor. The monitor and cpu both shut off when the spark occurred. Initial while troubleshooting of the issue, observed evidence that the monitor usb cable was pinched. Service rerouted the cable to prevent possible reoccurrence. No injuries to a user or impact to patient management have been reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, a review of service history, and a search for similar complaints. Return material was not available. An abbott field service re-routed the cable to prevent possible recurrence. A review of the analyzer service history was performed and no contributing factor to the current event was found. Additionally, no related issues were identified for the cable, usb a to b, 10 ft (3 m) (rohs)_part number 7-100417-01 before or after the part was replaced. The current complaint is a sole complaint relating to a pinched (spark) for the cable. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.